Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a (B)(6) year-old male patient during cardioversion, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained a burn. The customer was unable to provide information on the degree of burn.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. The device was recertified and returned to the customer. A visual inspection of the electrodes showed evidence of human hairs and skin residue confirming that the electrodes were applied on a patient. The sternum pad showed signs of burn marks on the rim and front of the conductor plate indicating that a discharge occurred. No anomalies were observed related to the electrodes, the investigation concluded that there were no performance related issues or any observations of anything untypical. No trend is associated with reports of this type.